Event description:
A surgeon reported that a pt developed increased intraocular pressure (iop) following cataract surgery. Oral and intravenous medications were administered and the iop returned to a normal level in approx 2 weeks.